Event description:
It was reported that it was not possible to view percent pacing on the quick look screen. The atrial port of the device was plugged, which made it not possible to view percent pacing in anything other than the ventricular rate histogram. The device is meant to be a dual chamber device with an atrial lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.